Event description:
The customer reports difficulty in cracking the peel away sheath, some force was needed and when it separated the white tab piece on the left-hand side fell onto the sterile field. The user was able to maneuver the PICC to enable the view of the broken edge and successfully removed the sheath.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. The sheath was returned fully peeled along the blue score line. Visual examination confirmed one sheath tab was separated from the sheath body. The points of separation on the sheath body and sheath hub appeared rough and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. Remnants of the sheath body remained adhered to the tab. The portion of sheath body in the separated tab was fully molded into the tab channel. The lengths of both sheath halves measured to be 3.98" which is within specifications of 3.875-4.125" per product drawing. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One of the sheath tabs was separated from the body; however, a portion of the sheath body was still present in the separated tab indicating the sheath body was molded into the tab correctly but the sheath body had torn during use. The separation points on the torn body contained stretched and jagged edges, indicating undue force caused the breakage. The sheath met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty in cracking the peel away sheath, some force was needed and when it separated the white tab piece on the left-hand side fell onto the sterile field. The user was able to maneuver the PICC to enable the view of the broken edge and successfully removed the sheath.